Manufacturer narrative:
Investigation a review of the device history records (dhrs) for the involved lot 24bg00n was performed. No pre-existing anomalies were identified on the 11 devices manufactured within the same lot. This is the first and only complaint received related to this lot. A final MDR will be submitted once the investigation is completed.

Event description:
During the use of the femoral trial holder / ps box guide (9065.88.140, lot 24bg00n) in a knee surgery performed on (B)(6) 2026, an issue occurred where the lock failed to remain secured and loosened after hammering. The surgery was delayed by approximately 20-30 minutes. Event happened in south korea.